Manufacturer narrative:
Other device involved in this event: battery /(B)(4). (B)(4). It was reported that the battery charger would flash red when the battery is connected. Two batteries ((B)(4) and (B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned both devices revealed that the devices passed visual examination. (B)(4) failed functional testing as the battery was received inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery; however, no flashing red was observed. (B)(4) failed functional testing as it caused the battery charger's status light to flash red when connected to a battery charger. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection revealed no current in some of the components that may have contributed to the inability to communicate to the main integrated circuit. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. There is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) advises users to only use the manufacturer battery charger to charge manufacturer batteries. Other battery chargers will not charge the batteries and may damage them. The battery charger can charge up to 4 batteries at a time. It takes approximately 4 to 5 hours to fully charge a depleted battery. The battery charger must be plugged into a properly grounded electrical outlet to charge batteries. The power indicator is green when the battery charger is properly connected to electrical power. Each battery slides into a bay and is connected to the battery charger. It is safe to leave the batteries in the charger and the charger plugged into a wall outlet at all times. The charger has two indicators for each charging bay. The indicators are "ready" and "status". The green light adjacent to the "ready" indicates that the battery is fully charged. Other device involved in this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that battery charger status light was flashing red as battery was connected to it. Batteries were exchanged with no effect on patient. No further information was available. A preliminary review of the returned devices revealed possible communication issues.